Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a hp jornada handheld vns computer was not holding a charge and had a loose connection with the a/c adapter. The handheld hp jornada computer and flashcard have been requested for return.